Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete cartridge change alert as they had not completed the load process. As a result, customer's blood glucose (bg) rose to 529 mg/dl and customer required assistance from their mother to administer a manual injection to address the elevated bg. Tandem technical support educated the customer on the meaning of an incomplete cartridge change alert. The customer continued to use the pump for insulin therapy.